Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant rubella quantitative igg (rubg) result could not be determined. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant rubella quantitative igg (rubg) result was obtained on a patient sample, generated on immulite 2000. The sample was repeated. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the discordant rubella quantitative igg (rubg) result.